Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. The device has not been received yet. Thus, a proper device analysis could not be completed nor the reported issues confirmed. Our lenses are manufactured by lathing and milling a hydrophobic blank into the shape and dioptric power of the lens. The reported issue is likely caused by lathing lines. Lathing lines are a cosmetic issue that are commonly seen when the posterior and anterior surface of the lens is cut. Subsequent processes are executed to polish and remove the lens. Within these processes, our lenses are inspected for cosmetic defects and measured for optical performance. Any lens showing cosmetic defects under 10x magnification, or that does not perform to the required optical resolution are destroyed. We do know that our visual inspection is operator dependent thereby making it possible for borderline rejects to be accepted.

Event description:
It was reported that the patient describes looking through binoculars with dark crescents inside and inferior vision. Lens was removed. No additional information provided.